Manufacturer narrative:
The patient's right tmj implants were removed due to infection. Tissue samples were taken for microbiological testing, and the results showed growth of (B)(6). Multiple MDR reports were filed for this event. Please see the associated report: 2031049-2020-0099.

Event description:
The patient's right tmj devices were removed due to infection.